Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had normal operating currents and no unexpected battery out limit alarms were noted. The insulin pump was received with cracked display window corner, broken battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm occur with their insulin pump. Customer's blood glucose level was reported at 140 mg/dl. Product is being replaced. No further information was provided.